Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The device had undergone insufficient reprocessing as foreign material was found on the distal end adhesive. Additionally, the unit had sustained notable wear and tear. The number one switch was cut, the cover was deformed, the distal end adhesive was cracked, and there were several points of fluid intrusion and corrosion throughout the device. The universal cord¿s coating was found peeling. The angle wire was damaged, and the cylinder was discolored. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus gastrointestinal videoscope could not be processed in a different reprocessing machine with different reprocessing hoses. According to the initial reporter, the silver component of the power supply connector was broken off. There was no patient involvement in the above event. During the device evaluation, it was confirmed that the subject device had undergone insufficient reprocessing, as foreign material was found on the distal end adhesive. This report is being submitted to capture the insufficient reprocessing noted during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material appeared to be a small material resembling dust attached to the cracked adhesive on bending section rubber, the material otherwise could not be identified. A definitive root cause of the issue could not be determined, however, due to the observed leak at switch 1, it is possible that the reprocessing could not be performed properly and the foreign matter could not be removed. The event can be detected/prevented by following the instructions for use sections below: gif-1100 operation manual chapter 3 preparation and inspection. Gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.